Event description:
It was reported that the arcticsun device displayed an alert 113 during use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a defective mixing pump. The device did not meet specifications due to the defective mixing pump. The device was put through a functional check during the evaluation prior to decontamination in order to determine the root cause. The device does not cool. The device would not cool during decontamination. A test mixing pump was installed in order to complete the decontamination process. The device received updates while in for repair. The circulation pump was repaired, the heater, both drain valves and manifold o-rings were replaced as part of the preventative maintenance program. The coin cell battery in the control panel was replaced due to age. The device was current with all other updates. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and functioned properly. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed an alert 113 during use.